Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. Sample 1: the initial troponin t hs result was 204 ng/l, and the initial troponin t stat result was 33 ng/l. Using the same instrument, the repeat troponin t hs result was 32 ng/l, and the repeat troponin t stat result was 32 ng/l. Sample 2 ((B)(6) 2026): the initial troponin t hs result was 1113 ng/l, and the repeat result was 43 ng/l. The initial troponin t stat result was 44 ng/l, and the repeat result was 43 ng/l.

Manufacturer narrative:
The troponin t hs reagent lot number was 84737600. The expiration date was not provided. The troponin t stat reagent lot number and expiration date were not povdied. The investigation is ongoing.